Manufacturer narrative:
Corrected data: b5. Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no blood pressure waveform display .it was necessary to replace it with another one. It was later reported that the device was not connected to the patient when the event occurred. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no blood pressure waveform display .it was necessary to replace it with another one. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: (B)(6), contact person number: (B)(6). A getinge field service engineer evaluated after replacing the pressure sensor adapter cable (cable bp transducer adapter), the iabp works normally. The equipment has passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use. The failure analysis and testing dept. Received with a reported unit failure of a faulty cable. The fat performed a visual inspection and found the part to be in good condition. The fat installed the cable in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported failure. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.